Event description:
A portion of the endoscopic vessel harvesting system broke off in the pt. The broken piece was retrieved without incident. Used less than 10 minutes. Date of use: (B)(6) 2012. Reason for use: CABG, vein harvest.